Event description:
Reporter indicated that the pt's generator was explanted due to an infection. The lead was left in place and the surgeon plans on re-implanting another generator when the infection resolves.